Event description:
The event occurred on an unknown date involving a primary y-type blood set, 200 micron filter, bulb pump, clave y-site, secure lock, 80 inch where a leak was reported between sku #217519 and ranger warming cassette. A physician noted that she has seen the issue occur before. This event came from the emergency response team (ert) from the operating room unit. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. Additional contact information: (B)(6). Supply chain management - (B)(6) hospital. (B)(6).